Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the 30-degree endoscope plus instrument was flipped. The surgeon attempted to flip the orientation the scope; however, instead of it going from 30 up or down it went sideways and inverted the image. The customer attempted to remove and reseat the endoscope, but it did not resolve the image. The customer completed the procedure with image orientation issues and would tag and return the scope. The procedure was completed with no reported injury.